Manufacturer narrative:
Reported event of fiber connector overheats.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, after ten minutes of using the fiber, it did not break the stone. When the nurse unscrewed the fiber from the laser unit, she noticed that the fiber connector was hot. The procedure was completed with another flexiva laser fiber.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, after ten minutes of using the fiber, it did not break the stone. When the nurse unscrewed the fiber from the laser unit, she noticed that the fiber connector was hot. The procedure was completed with another flexiva laser fiber.

Manufacturer narrative:
Visual analysis reveals that the exposed glass tip measures 3.5 mm and appears used. Functional analysis reveals that the aiming beam is not visible indicating that the fiber is broken within the connector.